Event description:
It was reported that a patient had a 548 ml infusion, and returned the following day with about 250 ml left. The pump was alarming with an air-in-line alert. When the line was examined, it appeared to be clear of any air bubbles. The pharmacy had primed a new line and tried to re-initiate the infusion with this same pump, but the air-in-line alert kept firing. Event occurred while in use with a patient at the patient's home. There was no patient injury.

Manufacturer narrative:
Other, other text: device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: b5: additional information received by smiths medical/ICU on 05-jul-2022 via email and attached to complaint object: date of event and patient information updated.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.